Event description:
It was reported that prior to an unknown procedure, the scissor connected to the generator failed the initial test. The ultracision generator signaled "code instrument error." The device was tested using the test point and the scissors resulted not functioning. The operation was performed with another device. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is cause due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."